Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced insulin flow blocked alarm due to bent cannula, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was buttocks. The infusion set was in use for one day. During the event, patient's blood glucose level was 395 mg/dl and was treated by pen. No further information available.